Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that fuse f14 inside the m cabinet was blown and replaced it with a spare. However, the host computer still did not start after the fuse replacement. Using a pc diagnostic program, the fse was able to start the host system. A subsequent log investigation revealed a power failure in the flat detector. To resolve the issue, the fse replaced the flat detector power supply. The defective flat detector power supply unit was returned to philips for failure analysis, and during the failure analysis, it was found that there was an electrical defect that prevented the unit from powering up. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.